Event description:
Following a right proximal femoral hemi-arthro plasty with bone cement, patient experienced drop in blood pressure & cheyne stoke respirations in recovery room. Reintubation required. Transferred to sicu in critical condition. Blood pressure and pulse remained stable even with medication. Remined comatose & went into junctional rhythm. Family requested no CPR. Expired 2/15/94.